Manufacturer narrative:
Physio replaced the digital pcb assembly and then observed proper device operation. Physio further evaluated the replaced digital pcb assembly and determined that root cause was an ic chip, designator u2.

Event description:
Found during testing by physio-control. Device returned from distributor for credit, no reason given, chargepak and attention icons displayed. Physio evaluated the device and observed that operation locked up when the power button was pressed.